Event description:
It was reported that during the procedure the anchor was jammed in the cage and was not able to be inserted into the vertebral body. The cage and anchor were removed and replaced with an alternate cage to complete the cage. There were no reported patient impacts or surgical delays. This is report two of two.

Manufacturer narrative:
Device evaluation: visual inspection of the devices reveals that the plate is stuck in the cage. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the anchor was jammed in the cage and was not able to be inserted into the vertebral body. The cage and anchor were removed and replaced with an alternate cage to complete the cage. There were no reported patient impacts or surgical delays. This is report two of two.

Manufacturer narrative:
The complaint is unrefuted for one (1) of one (1) roi-c cage (B)(4)) and one (1) of one (1) roi-c anchoring plate (B)(4) for the failure of binding. Medical records were not provided for review. Potential cause: per etm-00435, the failure is most likely to occur from hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin). Complaint history: there were 5 other complaints for similar events related to the anchoring plate (B)(4) in the 12 months leading up to the notification date through to the present. There were 0 other complaints for similar events related to the cage (B)(4) in the 12 months leading up to the notification date through to the present. There were 0 other complaints related to either lot number in all time. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the anchor was jammed in the cage and was not able to be inserted into the vertebral body. The cage and anchor were removed and replaced with an alternate cage to complete the cage. There were no reported patient impacts or surgical delays. This is report two of two.